Event description:
Pt took blood glucose test on the suspect device at 5:14 and obtained a reading of 97 mg/dl. Another test was performed at 8:39am with a result of 155mg/dl. No insulin was taken. Went to work and became woozy and dizzy and passed out in restroom. Emt were called and they obtained a blood glucose reading of 22 mg/dl on their device. Pt was given IV and kept in the ambulance for 40 minutes. Emt's took another blood glucose test and the result was 265mg/dl. Pt went back to work.